Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Review of the transmission revealed that the pulse generator exhibited atrial oversensing and noise reversion episodes. No intervention or patient symptoms were reported.